Manufacturer narrative:
Visual, scanning electron microscopy (sem) and chem analysis were performed on the returned device. The reported break in the tip was not confirmed; however, returned analysis noted strands of the clear outer member material that were peeled, which is likely what the account perceived as the reported frayed and dangling material from the balloon catheter. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. It was reported by the account that during preparation of the 3.0x12mm nc trek neo balloon dilatation catheter (bdc) tip was noted to be frayed and dangling from the balloon catheter. Return analysis noted the outer member had three locations, proximally from distal catheter tip, where there was peeled outer member material. Strands of the clear outer member material were peeled upward and in distal direction at the instances of the peeling. It is likely that the noted peeled material is what the account perceived as the reported frayed and dangling material from the balloon catheter. In this case, it is likely that the bdc was inadvertently mishandled during preparation, such that the bdc became damaged and resulted in the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 correction: investigation conclusions updated from 4315 to 4307.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that during preparation of the 3.0x12mm nc trek neo balloon dilatation catheter tip was noted to be frayed and dangling from the balloon catheter. A new unspecified device was used to successfully complete the procedure. There was no patient involvement and clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break in the tip was not confirmed; however, returned analysis noted strands of the clear outer member material that were peeled, which is likely what the account perceived as the reported frayed and dangling material from the balloon catheter. The electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported break (frayed and dangling material from the balloon catheter) is related to a potential product quality issue. Possible factors that may contribute to a reported break (frayed and dangling material from the balloon catheter) include, but are not limited to, manufacturing, handling of the device at the account and/or interaction with accessory devices or equipment in the procedure room. In this case, it is possible that the device was inadvertently mishandled during unpackaging resulting in the reported complaint; however, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.